Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 17-feb-2025. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the hemostatic valve of the device was observed dislodged in the hub and broken. A device history record was performed for the finished device batch number, and no internal actions were identified. The resistance with sheath issue reported could be related to the dislodged hemostatic valve; therefore, the customer complaint was confirmed. The potential cause of the separation of the valve could be related to the manipulation of the device before the procedure. However, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve dislodged in the hub and broken. During the procedure, the pentaray could not advance smoothly in the outer sheath, but eventually it was inserted. But c4 could not advance in out of the sheath completely. A second vizigo was used to complete the procedure. There was no report on adverse event on the patient. Additional clarification was received on the event. It was a force issue. The correct event description should be updated as, ¿it was reported that the procedure, inner sheath could not be inserted and advance in the outer sheath due to the impediment. The second device sheath was used to complete the procedure. There was no report on the adverse event on the patient.¿ the biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 24-feb-2025, observed the hemostatic valve dislodged in the hub and broken. The event was originally considered non-reportable, however, bwi became aware of the hemostatic valve dislodged in the hub and broken on 24-feb-2025 and have assessed this returned condition as reportable.